Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch #9189507. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200834231] noted for cracked hubs. As no samples and/or photo(s) were received the investigation concluded: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see h.10.

Event description:
It was reported that the needle hub separated and stayed inside of shield during use with a relion® insulin syringe. The following information was provided by the initial reporter: it was reported that needle hub separated and stayed inside of the shield. Consumer was twisting needle shield instead of pulling straight off.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle hub separated and stayed inside of shield during use with a relion® insulin syringe. The following information was provided by the initial reporter: it was reported that needle hub separated and stayed inside of the shield. Consumer was twisting needle shield instead of pulling straight off.